Event description:
A 2.0mm drill bit tip during use with battery powered drill. Drill hit sheared and retained in bone during repair of right distal tibia and fibula pilon fracture. This occurred at distal fragment of a medial malleolar fracture repair with a 1/3 tubular plate. Drill bit was not removed because it would have required damage to the integrity of the surrounding bone.